Event description:
During evaluation of a returned spectrum infusion pump, the device failed downstream occlusion testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the device passed for downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream sensor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.